Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: yellow biological tissue inner the device, broken fill channel, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp broken on fill channel, delamination of valve, puncture opening on anterior and posterior. Based on the device analysis the final assessment is: punctured opening assessed as surgical damage like. Sharp pattern on fill channel of broken device assessed as an unidentified (tear) opening. A delamination partial of the valve (cohesive failure) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.